Event description:
Procedure type: laparoscopic cholecystectomy. According to the reporter: when the surgeon withdrew the trocar, it was caught on the pt's tissue. A lot of force was used to remove it. No pt injury or ill-effects. No medical intervention required. Pt current status reported as fine. The device is being returned for evaluation.

Manufacturer narrative:
(B)(4).